Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd veo¿ insulin syringe with bd ultra-fine¿ needle the needle hub separated. The following information was provided by the initial reporter: consumer reported that the needle hub separated.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-24. H6: investigation summary customer returned a single 0.5ml, 31 gauge, 6mm syringe from lot 1109943. This syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 1109943. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue for hub separates (needle assembly separate). H3 other text : see h10.

Event description:
It was reported that while using a bd veo¿ insulin syringe with bd ultra-fine¿ needle the needle hub separated. The following information was provided by the initial reporter: consumer reported that the needle hub separated.